Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. The patient returned to the doctor's office with prolonged urinary retention. No further information is available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00694. The same patient is represented in each medwatch.